Manufacturer narrative:
Section b5: additional info.

Event description:
It was reported that the patient was experiencing pump stops on an ungrounded cable while at home. Patient canceled percutaneous (perc) lead repair that was previously scheduled. Patient instructed to come into the intensive care unit, where x-rays of the driveline will be taken. Patients perc lead x-rays were unremarkable and a perc lead repair is scheduled for 12sep2019. Additional information as of 11sep2019: patient presented to clinic, has had no further alarms while on batteries today. Reviewing hx, he only had ¿no external power¿ when he connected to power module with ungrounded cable early am. No pump stops in history. The no external power event on 11sep2019 was caused by the patient disconnecting both batteries. There was no log file evidence of the short to shield maturing into a phase to phase short at this time. There were no other unusual events recorded in the log file. The mcs equipment was operating as intended. Perc lead repair scheduled for 12sep2019 was canceled.

Manufacturer narrative:
Section g3: correction. Section h4: correction. Manufacturer's investigation conclusion: the reported pump stops and low speed/flow alarms were confirmed through the review of the log files submitted by the account. Based on experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the mobile power unit could be indicative of driveline damage. The submitted log files contained data from (B)(6)2019 to (B)(6)2019 and from (B)(6)2019 to (B)(6)2019. Beginning on (B)(6)2019 at 05:01:11, the pump struggles to maintain a speed above the low speed limit. Multiple pump stops are captured on (B)(6)2019 with corresponding low flow and low speed hazard alarms. All low speed operation and pump stops occurred while the system was supported by the mpu. These events appear to resolve on (B)(6)2019 at 09:18:06 when the patient switches to battery power. Based on past experience with the hmii lvas and similarly reported events, the pump stops and low speed events captured within the submitted log file could be indicative of an issue with the driveline. Additionally, a no external power alarm on (B)(6)2019 was captured at 02:41:36. The system was support by the system controller¿s backup battery during this event and there was no interruption in pump support. No other atypical alarms or events were captured. For the remainder of the log files, the pump maintained a speed above the low speed limit of 8600 rpm and appeared to function as intended. The account submitted x-rays of the internal and external portions of the driveline which appeared unremarkable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low speed and low flow advisory/hazard alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10: correction. Section h3: correction. Section h6: correction/additional coding secondary to investigation conclusion. Manufacturer's investigation conclusion: the reported pump stoppages and low speed/flow alarms were confirmed through the review of the log files submitted by the account. Based on experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the mpu and while using an ungrounded patient cable could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. The submitted log files contained data from (B)(6) 2019 ¿ (B)(6) 2019, (B)(6) 2019 ¿ (B)(6) 2019, and (B)(6) 2020 ¿ (B)(6) 2020. Beginning on (B)(6) 2019, the pump struggles to maintain a speed above the low speed limit. Multiple pump stops are captured on this date with corresponding low flow and low speed hazard alarms. All low speed operation and pump stops occurred while the system was supported by the mpu. These events appear to resolve when the patient switches to battery power. Additionally, a no external power alarm was captured on (B)(6) 2019 (addressed under (B)(4)). The system controller¿s internal 11v backup battery was in use during this event and there was no interruption in pump support. For the remainder of the log file data the pump maintained a speed above the low speed limit and appeared to function as intended. Additional information indicated that the patient was initially sent home with an ungrounded patient cable; however, the alarms reportedly returned. After multiple driveline repairs were cancelled, the patient underwent an external driveline repair on (B)(6) 2020 under work order #: (B)(4). Approximately 17¿ of driveline, serial number (B)(6), was returned. The proximal 3.0¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed or pushed back. White tape was wrapped around the driveline approximately 9¿-13¿ from the metal connector. The metal connector appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The clear bionate layer appeared discolored but was otherwise unremarkable. Breakdown of the metal braided shield was observed along the length of the returned driveline. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline which exposed the metal conductors. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low speed and low flow advisory/hazard alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2020 for pump stop alarms. Upon interrogation there were no pump stops seen. On (B)(6) 2020 the patient received a driveline repair. The patient was tethered to a grounded patient cable with no issue.

Manufacturer narrative:
Approximate age of device: 1 year 2 months (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was presented to clinic with multiple low flow alarms, pump stops and low speed advisory. The log file analysis showed that there were captured speed drops lower than the lower speed limit and a pump stop on (B)(6) 2019. The percutnanous lead x-rays submitted were unremarkable. Per customer, patient was sent home with a pm and ungrounded cable. Customer will plan for a lead repair in 2 weeks when the patient's doctor returns from out of town. Patient denied trauma. Patient had no weight changes. Patient said that alarms would stop when sitting up. Customer was unable to reciprocate any alarms in clinic.